Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed for pump error after tube filling. Customer stated that insulin squirts out of quickset, piston did not recognize reservoir. Customer's blood glucose was unknown at time of incident. Insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. The device received with motor error alarm during the basic occlusion test due to loose and flush drive support disk. Unable to perform the unexpected restart error test, prime and compromised force sensor system test, excessive no delivery test and occlusion test or verify a38 alarm due to motor error alarm. Insulin pump received with normal operating current. Insulin pump passed self test and off no power test.